Event description:
It was reported that, "the arthroplast was revised due to femoral loosening. The femoral and tibial components were revised. The components were implanted in situ for 2.2y. The patient presented a facility score of 5 three months prior to revision surgery and a maximum score of 7 since implantation." Reported devices were implanted in 2006 and explanted in 2008.

Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility.